Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 1600mg/dl on (B)(6) 2017. Customer's current blood glucose was 160mg/dl. Customer stated that the tape did not stick and the infusion set fell off while she was sleeping prior to hospitalization. Customer stated that they passed out during incident and emergency medical services came and took them to the hospital. Customer stated they were treated with oxygen and three different ivs. The customer was wearing the insulin pump during the hospitalization. Customer stated that they had a hospital statement that had a (B)(6) 2017 date but could not exactly remember admission date. The insulin pump will not be returned for analysis.